Event description:
It was reported that during an unknown procedure, there was a partial firing of the staples. There was no pt consequences.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.